Event description:
During laser intraocular left eye, dr noticed malfunction of hand piece not equally delivering laser spots to retina. 2nd handpiece opened and after 200 laser spots, this piece malfunctioned. Opened a new lot# of same item. The 2 defective items were delivering weaker laser pulses. Pulled all of this lot# off shelf.